Manufacturer narrative:
The device was received at zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a misaligned defib cable receptible from a connector on the monitor board. The cable was reconnected to resolve the report. The defib cable receptible will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of the report of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.